Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose. The customer's spouse reported that they were admitted for medical treatment. The customer's spouse reported that they were receiving no delivery alarms. The customer's blood glucose was 505 mg/dl at the time of the incident. The customer's spouse stated that they were treating the high blood glucose with the insulin pump. The customer's spouse stated that the issue was resolved by rotating infusion site and avoiding scar tissues. The reservoir will not be returned for analysis.